Event description:
Resident fell from mechanical lift sling. Apparently "catapulted." Injury from fall - hematoma (subarachnoid). Concern relates to the safety of the hammock sling. The mechanical lift functioned perfectly. Does this sling require analysis is the question. Discovered the sling may be a concern on 03/08/2004 during investigation process.